Event description:
The device (part # (B)(4)) was returned to (B)(4).

Manufacturer narrative:
The device (part # (B)(4)) was evaluated and indicated that there was a leak on the tube. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's (B)(4) facility in (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).